Manufacturer narrative:
H11: livanova field service engineer dispatched to customer facility could not confirm the issue. Based on the available information and the activities performed, it is reasonable to conclude that the reported issue was likely associated with batteries intermittently failing to provide sufficient power to maintain system operation when disconnected from the mains. The simultaneous occurrence of a mains power failure and a battery malfunction is considered unlikely to occur. Following this information, the event has been re-assessed as non-reportable. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
A1-a5 patient informations were not provided. H.11 livanova manufactures the scpc, the incident occurred in germany. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report of an scpc console not properly functioning during procedure. Reportedly, the issue could be addressed to a battery problem. There was no report of any patient injury.